Event description:
A patient was being monitored on the bedside monitor (hp model 78354a) in ER. At the same time, his vital signs were monitored at the central station monitor (hp78560). The patient was also being mechanically ventilated with a ventilator. The patient's family was by his side. The patient arrested while the nurse was out of the room. The patient's family saw the patient's hand drop, heard alarms, and saw the monitor flashing. The family ran out for help, and the ER staff intervened to take care of the patient immediately.invalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown, none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, user education provided. Invalid data - on device destroyed/disposed of status.